Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occured. The cartridge, infusion set and site were changed. Blood glucose ranged from 200- 300 (mg/dl). A supply change was performed to address the issue.